Event description:
It was reported that the patient experienced a thrombotic stroke requiring additional intervention. An enroute transcarotid stent was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The patient presented as asymptomatic. Final angiograms were taken in orthogonal views, and the stent was observed to be patent. The patient woke up neurologically intact. A few hours post t-car, the physician reported the patient had stroke-like symptoms. A cta of the head and neck was performed, which revealed the stent thrombosed near the bifurcation. The patient was started on integrilin and had a thrombectomy followed by placement of a wallstent. The procedure was successful, and the stent was patent. The stroke symptoms were reported to have resolved the following day.